Manufacturer narrative:
This report is meant to replace a prior report (follow-up #1) that was submitted on january 25, 2016. We are replacing follow-up #1 because it was discovered that the alert date was incorrect. In follow-up #1, the date that the retrospective review identified the missing information ((B)(4) 2016) was used as the alert date. The correct alert date is (B)(4) 2015, which is the date that sorin group (B)(4) was informed that the customer had disinfected the unit and returned it to service. The DHR review was completed on january 12, 2016. With this correction to the alert date, the supplement should now read as follows. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. There is no known patient involvement. The customer has disinfected the involved heater-cooler with puristeril. The unit has been returned to service. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Disinfected by cust, returned to service.

Manufacturer narrative:
(B)(4). Sorin group deutschland received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. There is no known patient involvement. The customer has disinfected the involved heater-cooler with puristeril. The unit has been returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria.there is no known patient involvement.

Manufacturer narrative:
Serial number: the serial number provided in the initial report, which was originally filed on december 12, 2015 and re-filed on december 30, 2015 due to a server error which caused the submissions to fail, was not the correct serial number. The serial number was indicated as (B)(4), but the correct serial number is (B)(4). This information was identified on april 27, 2016 as part of a secondary retrospective review. The correct manufacture date for this serial number is: december 5, 2011. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria. There is no known patient involvement. Several attempts have been made to get further information from the customer. The only information that was obtained is that the unit and all accessories were disinfected or replaced, and the unit has been returned to service. This information was received on april 20, 2016. The customer has not expressed interest in service or any other additional actions being carried out by sorin group (B)(4) in relation to this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Customer did not return unit.